Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed a kink in the imaging window assembly at 67.1 cm from femoral marker at the proximal end. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The telescope assembly was able to properly pull back, advance, and retract. The distance from the distal end of the transducer housing to the tip of the catheter measured 22.0 mm. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that device leakage and poor image occurred. During a percutaneous coronary intervention, an opticross¿ was used to an unknown lesion with 90 percent stenosis. When this device was flushed, leakage occurred in from the middle section of the shaft. Air remained in the device and good flushing could not be performed. As a result, the customer did not have get a good image with this device. However, device analysis revealed an open hole at the sheath lap joint section of the device.